Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: outflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: blood pump. Additional text: device malfunction - outflow graft malposition. Specific component(s) involved: outflow graft malfunction/malposition. Additional text: outflow graft malposition. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of driveline; replacement of pump. Implant device type: lvad.